Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the insertable cardiac monitor (icm) was incorrectly measuring the patient's tachycardia and atrial fibrillation (af) episodes due to double counting r waves. The icm also exhibited a post-sensed t-wave oversensing (pstwos). No intervention was performed. The patient was recovering. The icm will be further monitored.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the insertable cardiac monitor (icm) was incorrectly measuring the patient's tachycardia and atrial fibrillation (af) episodes due to double counting r waves. The icm also exhibited a post-sensed t-wave oversensing (pstwos). No intervention was performed. The patient in stable condition and will be further monitored.

Manufacturer narrative:
Correction: the correct b5 statement should have been "it was reported that the patient presented remotely via merlin.net. Transmission showed that the insertable cardiac monitor (icm) was incorrectly measuring the patient's tachycardia and atrial fibrillation (af) episodes due to double counting r waves. The icm also exhibited a post-sensed t-wave oversensing (pstwos). No intervention was performed. The patient in stable condition and will be further monitored." Rather than "it was reported that the insertable cardiac monitor (icm) was incorrectly measuring the patient's tachycardia and atrial fibrillation (af) episodes due to double counting r waves. The icm also exhibited a post-sensed t-wave oversensing (pstwos). No intervention was performed. The patient was recovering. The icm will be further monitored."